Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25150480, 25150842 and 25150858 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They describes having an issue with the shaft of the cutting tool feeling sticky as they were pushing and pulling it while transecting tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They describes having an issue with the shaft of the cutting tool feeling sticky as they were pushing and pulling it while transecting tissue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.